Event description:
This lead was explanted and replaced due to noise and inappropriate shock. It was reported the lead appears to be crushed by the clavicle. The associated ICD was also removed and replaced at this time. If additional information becomes available, this event will be updated.